Event description:
The surgeon reported experiencing excess vacuum during a phacoemulsification procedure which resulted in a capsular tear in the pt's operative eye. The surgeon performed a vitrectomy and was able to implant a pc iol lens in the sulcus. The pt is expected to have a good outcome. The clinic did not know which of their two sovereign compact units were used at the time of this incident.

Manufacturer narrative:
The clinic did not know which of their two sovereign compact units were used at the time of this event. (B)(4): an amo field service engineer (fse) examined both of the customer phaco machines at the customer location and found that one of the footpedals had a non functioning side switch. It is not known if this footpedal was used during the reported event; however, the non functioning switch does not relate to the excessive vacuum experienced by the customer. All other parameters were tested and found to be within the specification. The fse are not able to determine the cause of the excessive vacuum experienced by the customer.